Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead has had significant impedance variances and high impedance. The lead was reinserted and remains in use. No further patient complications have been reported as a result of this event.